Event description:
It was reported that "the arterial line dressing was soaked with blood, and it appeared that there is a split in the catheter. The line was removed from the patient and quarantined.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the arterial line dressing was soaked with blood, and it appeared that there is a split in the catheter. The line was removed from the patient and quarantined.".

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed on the catheter hub. Visual analysis did not reveal any defects or anomalies with the returned sample. The catheter body total length from the hub (proximal end) to the distal tip measured 4" , which is close to the reference dimension of 4.062" per catheter graphic. The catheter body outer diameter measured 0.0449", which is within the specification limits of 0.044" - 0.046" per the catheter extrusion graphic. The catheter body inner diameter at the proximal end measured 0.032", which is within the specification limits of 0.031" - 0.033" per the catheter extrusion graphic. A lab inventory luer-lock syringe filled with water was attached to the catheter hub. The plunger was flushed , and no leaks were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1, which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. To check for blockages, a lab inventory guidewire with a diameter of 0.018" was inserted through the returned catheter. The guidewire was able to pass completely through the assembly with little to no difficulty. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "hold catheter in place and remove spring-wire guide assembly. Pulsatile blood flow indicates positive arterial placement." The IFU also states, "attach stopcock, injection cap or connecting tubing to catheter hub. Secure catheter to patient in preferred manner using suture wings, suture groove or wing clip, where provided. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The report of a split arterial catheter was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies and the catheter passed functional leak testing when tested in accordance per iso 10555-1. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the arterial line dressing was soaked with blood, and it appeared that there is a split in the catheter. The line was removed from the patient and quarantined.".